Event description:
The affiliate stated the customer reported less than ten (10) milliliters of unknown fluid leaked outside the instrument while analyzing patient samples, involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the tubing at fitting #15, in line with pinch valve vl11c, was leaking fluid at the fitting. The fse replaced the tubing at fitting #15 and resolved the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).